Manufacturer narrative:
Remove product problem.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as high as 500 mg/dl with small to trace ketones. Reportedly, the customer did not know the reason for the elevated bg level and declined troubleshooting with tandem's technical support. The bg level was addressed with a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.